Manufacturer narrative:
New information obtained during device analysis. Analysis results: the root cause of the customer's complaint is mold on the top seal, resulting in water ingress around the seal.

Manufacturer narrative:
(B)(6). Device manufacturing date not available due to the serial number not being provided.

Event description:
Consumer claims that the bottom of the toothbrush exploded when they charged it using the sp9860 wireless charger for a shaver. No injury reported.